Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: patient information not available for reporting. Additional product code: hrx. (B)(4). Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Device history records review was conducted. The report indicates that the: lot: 0616085, part: 03.804.701s, manufacturing location: (B)(4), supplier: (B)(4), manufacturing date: 26.aug.2016. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported that two balloons were inflated in a vertebra during a l4 vertebral augmentation procedure on (B)(6) 2016; to treat a 3 month old fracture. The balloon on the right side burst under pressure even within the correct volume and pressure range for the medium balloon. The broken balloon was attempted to be removed through the working sleeve. Vacuum was recreated and balloon would not come through. It was reinserted slightly into the body, re-vacuumed and balloon catheter would still not come through the sleeve. Balloon was 3/4 through the sleeve and surgeon pulled on catheter. The wire of balloon catheter with radiographic markers broke free with part of balloon and remained in the patient. The distal end of the catheter with some of the balloon remain in the patient. Cement introduction was aborted. The second balloon did not pop, fracture was 3 months old with depression down midline where collapsed vertebra and fracture healed. Balloon was forced out laterally through osteoporotic wall of body as healed cleft of bone or fracture down midline was impeding the even inflation of the balloon or inflation in the medial aspect. The surgery was aborted and the filler still needs to be placed in the empty space. Currently, surgeon does not have any details and is still considering the next step for treatment. Patient is in stable condition. This complaint involves 2 devices. Concomitant devices reported: working sleeve (part# unknown, lot# unknown, quantity 1), vacuum syringe (part# unknown, lot# unknown, quantity 1). This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. A device history record review was re-performed for the subject device to include the expiration date. Manufacturing location: (B)(4). Manufacturing. Date: aug 26, 2016. Expiration date jul 01, 2018. No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.